Event description:
It was reported that the customer experienced a elevated blood glucose level of 580 mg/dl. Cause was unknown. Customer was assisted by a technician who administrated a manual correction injection to address bg. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.